Manufacturer narrative:
(B)(4). Batch # unk. The DHR for lot 8107 was reviewed. The model of this device is lxmc16. There were no ncs, reworks, or protocols found related to the device complaint. Additional information requested and received: what was the indication for surgery? Ongoing gerd, lack of effect. Was there any hiatal or crural repair done at the same time as the implant? No. What was the ph of gastric acid before and after the link? Ph acid positive gerd prior to surgery, ph done post linx was done while the patient was on acid suppression meds (ppis) so would be inconclusive. Were any other procedures done after the linx was removed? Hiatal hernia repair post removal of linx as part of the same procedure.

Event description:
It was reported that there was a laparoscopic removal of linx due to lack of effect.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 8107 was reviewed. The model of this device is lxmc16. There were no ncs, reworks, or protocols found related to the device complaint.